Event description:
At least six gloves tore, ripped or appeared to have several tears already in them when staff put them on; each photo is a different glove. Pt code: 4582. Device codes: 4008, 1570. Ref reports: mw5183844, mw5183845, mw5183846, mw5183848, mw5183849.